Manufacturer narrative:
The tech investigated and found the bed exit strips are worn most likely due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the bed exit strip assemblies to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the b ed exit alarm will set but will not alarm if weight is removed from the bed. The bed is located in med surgical floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).